Event description:
Clinical trial. It was reported that following a carotid artery stenting treatment procedure, the patient developed in stent restenosis. The index procedure treated the 80% stenosed, 4x25mm left proximal internal carotid artery. Treatment consisted of placement of a filterwire ez, placement of a nexstent overlapping a previously placed unknown stent, and post dilation resulting in 30% residual stenosis. The patient was discharged one day post procedure. The patient was seen 349 days following the index procedure, for a study required follow up visit. Ultrasound showed 20% target lesion stenosis and duplex scan showed moderately increased doppler velocities within the previously placed stent in the left internal carotid artery. The core lab ultrasound report noted 50-79% in-stent restenosis of the target lesion.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.